Event description:
The ir-600 level 1 tubing was leaking through a seal on the lower chamber of the tubing. This happened with 3 different sets of tubing all with the same issue, lot #, and manufacturer date. Manufacturer response for set fluid warmer level I ir600, (brand not provided) (per site reporter) so far just asking questions to complete their investigation.